Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the bottom jaw of the device broke off and fell inside the patient. The broken piece was retrieved from the patient. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Concomitant devices used in conjunction with this device during the event are not known.

Event description:
Addendum may 20, 2022: the name of the procedure is laparoscopy assisted sigmoid colectomy. The broken piece was removed from the patient with a laparoscopic grasper. The event occurred in the middle of the procedure. The function the doctor was performing and the setting at the time are not known. There was of a delay to the completion of the procedure of less than 15 minutes. It is not known if the patient needed additional anesthesia. The device was inspected prior to use with no anomaly noted. The doctor was trained by an in-service with the local olympus representative and is experienced in the use of the device.

Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up located near the distal end. The ptfe pad (teflon pad) was inspected and found it has some portions that were melted however metal not exposed. There is dry foreign residue that was identified on the jaw of the distal end. The distal end of the device was inspected under a microscope and found the probe detached; missing portion was not returned for evaluation. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The handle portion appears to have no signs of physical damage.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal & cut mode causing the scratches on the probe. 2. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 3. A force was applied to the probe causing it to break. This following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.